Manufacturer narrative:
The complaint information provided was as follows: "during an endobronchial ultrasound procedure, the needle broke off inside the patient while trying to access a lymph node in the lung. The needle broke at the distal end at the core trap." The lot number of the echo-hd-22-ebus-p-c (echo) device involved in this complaint was not provided. As the lot number was not provided; therefore it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The echo device involved in this complaint was not returned for evaluation. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on customer testimony. From the information provided it was believed that the needle broke at the distal end at the core trap. Product development personnel reviewed the complaint information provided and noted that the device had already obtained 10 passes when the incident occurred. It is possible that the needle tip was damaged by the physician/nurse during sample retrieval from the needle. Also the node was paratracheal, which may have involved puncturing directly through cartilage which may have contributed to the failure. However, as the echo device involved in this complaint was not returned for evaluation it is not possible to definitively state if this is the root cause of this complaint. The complaint information also reported that gaining access to the targeted site was difficult due to angle and access site; the endoscope was in a flexed position during the procedure and needle penetration of the intended site was also difficult. Approx. 10 passes were made prior to the needle breakage. These conditions may also have contributed to distal needle tip breakage. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. The manufacturing records for the device involved in this complaint could not be reviewed as the lot number was not provided. The physician was able to retrieve the tip of the needle with forceps. It was confirmed that no section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The notes sections of the instructions for use that accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an endobronchial ultrasound procedure, the needle broke off inside the patient while trying to access a lymph node in the lung. The needle broke at the distal end at the core trap. The physician was able to retrieve the tip of the needle with forceps. No additional procedures or intervention was required. No harm to the patient. A section did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.